Event description:
It was reported that during a laparoscopic sigmoid procedure, the jaws of the instrument did not open during the laparoscopic procedure. The instrument was already in the body. Another device was used to complete the procedure. There were no adverse consequence for the pt.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time. Firing trigger teeth. Eval summary: the analysis results found that the (B)(4) device was returned with the firing mechanism damaged and no reload present. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reach what cause the firing mechanism to fail, it is possible that the device was fired on tissue thicker than indicated or through a locked cartridge. When either or both of these scenarios occur, the components in the firing mechanism can be damaged. The device opened and closed as intended. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4).